Event description:
Boston scientific rec'd information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room with fever, chills, and an elevated white blood cell count. It was determined there was an infection. Surgical intervention was performed and the xyphoid incision area was debrided, revised, and flushed with antibiotics. Intravenous antibiotics were also administered. It was reported that one round of oral antibiotics had been given before the procedure. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.